Event description:
The device was removed as "not enough saline in system, patient is large and not a good erection". As reported to co, the resi-pump from a 2-piece inflatable penile prosthesis was removed and a reservoir (100cc), pump and assembly kit component(s) were replaced; leaving in place the cylinder(s) from the initial implant.